Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report an intermittent power issue with the reported pump. There was no patient injury associated with this issue. Troubleshooting revealed there was no damage or corrosion seen on the pump. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1, date of submission 11/11/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the black box showed no evidence of power on resets. There was no physical damage observed to the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump with no evidence of intermittent power issues observed. The returned battery cap measurements were all within specified range. The pump was exercised for 24hrs with the returned battery cap and no power loss was duplicated throughout testing. The pump cover was removed and there was no evidence of loose components or moisture contamination identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.